Event description:
It was reported to philips that there was a rotation error message which appeared on the allura device. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that there was a rotation error message. During troubleshooting, fse found problem was with the rotor controller. Fse replaced roco (rotor controller). After replacement the system was returned to use in good working order.